Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding 25 days a month') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had been an outstanding skier in the past. In 2011, the patient had essure inserted. In 2012, the patient experienced osteoarthritis ("osteoarthritis (hip and knee) and has great difficulty walking"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). In 2016, the patient experienced dry eye ("dry eyes"). On (B)(6) 2020, the patient was found to have blood heavy metal increased ("tin and nickel have been diagnosed in her blood"). On an unknown date, the patient was found to have breast neoplasm ("tumor, an extension of the mammary glands") and neoplasm ("tumor on finger"). The patient was treated with intrauterine contraceptive device (iud nos), surgery (operated in summer 2020), cane and required 8 daily infusions for 3 months. Essure treatment was not changed. In 2015, the genital haemorrhage and endometriosis had resolved. At the time of the report, the blood heavy metal increased, breast neoplasm and neoplasm outcome was unknown and the osteoarthritis and dry eye had not resolved. The reporter considered blood heavy metal increased, breast neoplasm, dry eye, endometriosis, genital haemorrhage, neoplasm and osteoarthritis to be related to essure. The reporter commented: reporting patient had no batch number for the essure which she had inserted in hospital in 2011, it was prescribed by her general practitioner. She had many adverse effects. Since 2012, she had osteoarthritis (hip and knee) and had great difficulty walking, now using a cane on a daily basis. Between 2014 and 2015 she had endometriosis (bleeding 25 days a month), which required 8 daily infusions (she was not sure what product it was) for 3 months. She had an intrauterine device placed in 2015 (name of iud unknown to her). She had two tumors, one on her finger and an extension of the mammary glands, which were operated on in the summer of 2020. She had been suffering from dry eyes since 2016. Since (B)(6) 2020, the presence of tin and nickel had been diagnosed in her blood. The essure had not been removed because doctors would have to perform a complete hysterectomy. The patient, a lawyer, was seeking compensation. In follow up on (B)(6) 2020, she reported she was of "french-italian and american" origin, she would get a MRI on (B)(6) 2020. She did not wish to provide the contact details of a healthcare professional diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: tin and nickel diagnosed in blood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding 25 days a month') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had been an outstanding skier in the past. In 2011, the patient had essure inserted. In 2012, the patient experienced osteoarthritis ("osteoarthritis (hip and knee) and has great difficulty walking"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). In 2016, the patient experienced dry eye ("dry eyes"). On (B)(6 )2020, the patient was found to have blood heavy metal increased ("tin and nickel have been diagnosed in her blood"). On an unknown date, the patient was found to have breast neoplasm ("tumor, an extension of the mammary glands") and neoplasm ("tumor on finger"). The patient was treated with intrauterine contraceptive device (iud nos), surgery (operated in summer 2020), cane and required 8 daily infusions for 3 months. Essure treatment was not changed. In 2015, the genital haemorrhage and endometriosis had resolved. At the time of the report, the blood heavy metal increased, breast neoplasm and neoplasm outcome was unknown and the osteoarthritis and dry eye had not resolved. The reporter considered blood heavy metal increased, breast neoplasm, dry eye, endometriosis, genital haemorrhage, neoplasm and osteoarthritis to be related to essure. The reporter commented: reporting patient had no batch number for the essure which she had inserted in hospital in 2011, it was prescribed by her general practitioner. She had many adverse effects. Since 2012, she had osteoarthritis (hip and knee) and had great difficulty walking, now using a cane on a daily basis. Between 2014 and 2015 she had endometriosis (bleeding 25 days a month), which required 8 daily infusions (she was not sure what product it was) for 3 months. She had an intrauterine device placed in 2015 (name of iud unknown to her). She had two tumors, one on her finger and an extension of the mammary glands, which were operated on in the summer of 2020. She had been suffering from dry eyes since 2016. Since (B)(6) 2020, the presence of tin and nickel had been diagnosed in her blood. The essure had not been removed because doctors would have to perform a complete hysterectomy. The patient, a lawyer, is seeking compensation. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: tin and nickel diagnosed in blood. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding 25 days a month') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had been an outstanding skier in the past. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced osteoarthritis ("osteoarthritis (hip and knee) and has great difficulty walking"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and endometriosis ("endometriosis"). In 2016, the patient experienced dry eye ("dry eyes"). On (B)(6) 2020, the patient was found to have blood heavy metal increased ("tin and nickel have been diagnosed in her blood"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fracture ("fracture"), ligament sprain ("sprain"), fatigue ("fatigue"), depression ("depression"), auditory disorder ("hearing problems"), vertigo ("vertigo"), myalgia ("muscle pain"), movement disorder ("locomotor difficulties") and amnesia ("memory loss") and was found to have breast neoplasm ("tumor, an extension of the mammary glands"), neoplasm ("tumor on finger") and benign neoplasm ("benign tumours"). The patient was treated with intrauterine contraceptive device (iud nos), surgery (hysterectomy and operated in summer 2020), cane and required 8 daily infusions for 3 months. Essure was removed. In 2015, the genital haemorrhage and endometriosis had resolved. At the time of the report, the pelvic pain, blood heavy metal increased, breast neoplasm, neoplasm, fracture, ligament sprain, benign neoplasm, fatigue, depression, auditory disorder, vertigo, myalgia, movement disorder and amnesia outcome was unknown and the osteoarthritis and dry eye had not resolved. The reporter considered amnesia, auditory disorder, benign neoplasm, blood heavy metal increased, breast neoplasm, depression, dry eye, endometriosis, fatigue, fracture, genital haemorrhage, ligament sprain, movement disorder, myalgia, neoplasm, osteoarthritis, pelvic pain and vertigo to be related to essure. The reporter commented: reporting patient had no batch number for the essure which she had inserted in hospital in 2011, it was prescribed by her general practitioner. She had many adverse effects. Since 2012, she had osteoarthritis (hip and knee) and had great difficulty walking, now using a cane on a daily basis. Between 2014 and 2015 she had endometriosis (bleeding 25 days a month), which required 8 daily infusions (she was not sure what product it was) for 3 months. She had an intrauterine device placed in 2015 (name of iud unknown to her). She had two tumors, one on her finger and an extension of the mammary glands, which were operated on in the summer of 2020. She had been suffering from dry eyes since 2016. Since (B)(6) 2020, the presence of tin and nickel had been diagnosed in her blood. The essure had not been removed because doctors would have to perform a complete hysterectomy. The patient, a lawyer, was seeking compensation. In follow up on (B)(6)2020, she reported she was of "french-italian and american" origin, she would get a MRI on (B)(6) 2020. She did not wish to provide the contact details of a healthcare professional diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2020: tin and nickel diagnosed in blood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: insertion date updated, ha number ((B)(4)), ha reporter added. Device removal changed to yes, events added: pelvic pain, fracture, ligament sprain, benign neoplasm, fatigue, depression, auditory disorder, vertigo, myalgia, movement disorder, amnesia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.